Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that two knives were noted to be dull during separate surgeries. An alternate knife was obtained in order to complete each procedure with no patient impact. Additional information cannot be anticipated for this report.

Manufacturer narrative:
One opened knife sample was received by manufacturing for evaluation. The sample was examined and was found to be visually conforming. Penetration testing was then performed and also found to be conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the reported lot number for the reported complaint issue. As the returned sample was found to be conforming, a dull blade, as described in the complaint, cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned blade was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).